Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation . No defect found. Test strips were not returned for evaluation. Most likely underline root cause: mlc-018 user has high glucose value note: manufacturer contacted customer in a follow-up call on 10-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi. The customer is concerned with test results from results obtained of hi. Customer also reported he had obtained results of lo. The customer¿s expected am fasting blood glucose test result range is 400-536 mg/dl. Customer is aware his range is high. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/31/2022 and test strips were opened more than 4 months ago (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): (B)(6). Customer meter time is not set correctly. All blood test were taken fasting morning.